Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dvfb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited varying impedance, impedance spikes, elevated sensing integrity counter (sic), noise, and oversensing. The patient was brought in for a lead revision and during the revision the physician had problems backing the implantable cardioverter defibrillator (ICD) setscrew out and could not reset the setscrew into the threads. The physician concluded that the setscrew was probably cross-threaded. The physician decided to explant and replace the device. After the new device was implanted, the readings for the lead returned to normal. The following day a lia alert triggered again for the rv lead. The lead exhibited high impedance, undefined impedance, and high rate non-sustained episodes. The patient was brought in the following day and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.